Event description:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) in a microtube in which cell# 1 of an antibody screening cell was tested against a patient sample.

Manufacturer narrative:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) in a microtube in which cell# 1 of an antibody screening cell was tested against a patient sample. The customer returned a cd of log files for further investigation. The customer complaint was confirmed through review of photographic images taken at the time of the incident. On 08/16/2006, an ocd field engineer arrived at the customer site. A possible root cause was identified. The reader camera focus could not be optimized correctly. Replacement of the camera has returned the analyzer to expected operation. Erroneous results were not reported, as the test results did not match historical data and were not consistent with repeat testing. However, if this incident were to recur undetected, it may lead to cumulative potential risks to pregnant patients. The analyzer could not be ruled out as a possible contributing factor to this incident. Although sample variability may have caused the reported issue, provue malfunction could not be ruled out as a possible contributing factor.